Event description:
The extension tubing does not allow the user to draw from the tubing or flush through the tubing. Manufacturer response for 8.5 inch pressure rated extension set/tubing, (brand not provided) (per site reporter). Reviewing reported issues and plan to remove and replace defective lot.